Event description:
This report is based on information provided by a philips field service engineer (fse). And has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl+, indicating device failure during the operation check. And an error message indicating therapy failure. There was reportedly no patient involvement. Following the reported issue, a fse was assigned to evaluate the device. The fse conducted a thorough examination of the device and determined, that the capacitor component was malfunctioning. This malfunction in the capacitor was identified as the root cause of the reported issue. To address and resolve the reported issue, the fse initiated the necessary steps to rectify the malfunction. The fse ordered a replacement capacitor component, which is required to restore the functionality of the device. The repair for this unit cannot be conducted at this time, due to the part(s) being on back order because of a global product hold. The material has already been requested, and an order for the part(s) was placed to conduct the repair of this unit. The ordered capacitor aligns with the recommended repair of the reported malfunction as per the service manual. When the parts become available, the repairs will be conducted. If new information is received suggesting that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. Based on the available information and the testing conducted, it has been determined, that the cause of the reported problem was a malfunction of the capacitor. The reported problem has been confirmed. Once the replacement component is received, the capacitor will be replaced to resolve the issue. It has been concluded, that no further action is required at this time. If additional information is received the complaint file will be reopened.